Event description:
Infection was reported. During the removal of the lead, the lead helix would not retract. The lead had to be cut and pulled out. Follow-up was conducted to obtain information on the patient, but the attempts were unsuccessful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.